Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a bipap pro biflex device. The manufacturer received information from the patient alleging damaged his lungs and now he has copd and emphysema. The patient alleges informing their general physician but does not report any medical intervention. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a bipap pro biflex device. The manufacturer received information from the patient alleging damaged his lungs and now he has copd and emphysema. The patient alleges informing their general physician but does not report any medical intervention. Follow up: the manufacturer previously reported in reference to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device has been returned to the product investigation lab. The technician reported dust contamination and no repairs related to the sound abatement foam recall.